Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the regional repair center for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle was broken, objective lens window was broken, and the video connector was cracked. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. Regarding the newly identified malfunctions, it is likely the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the scope screen of the subject device went black. And a b30 scope communication error occurred. The event was identified, during a therapeutic laparoscopy procedure. The scope connector was unplugged, the electrical settings of the connector were wiped with alcohol cotton and it was reconnected. And it was restored to normal. The procedure was completed without any problems. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.